Event description:
The pt was seen at the implant center for device eval in 1999 because he was experiencing problems with his system. Testing conducted at the center, including a change-out of the external equipment, confirmed that his implant was no longer functioning. Revision surgery has not yet been scheduled. The pt will be reimplanted with another clarion device.